Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, the customer was using apidra insulin. Tandem customer tandem technical support educated customer regarding cartridge/insulin labeling. The customer ran out of supplies and reverted to manual injections for insulin therapy, while waiting for a supply refill. There was no adverse effect to the customer's blood glucose level.